Manufacturer narrative:
(B) (4)the pump has been returned and has been evaluated by baxter. This device was previously in the repair shop on 02 june 2009. At that time, the reported problem was not confirmed. Due to the device being compromised during the previous repair, baxter is unable to perform an accurate evaluation for the reported condition.

Event description:
There are a total of eighteen complaints for interruption during patient therapy for the same pump on various dates. All patient information is unknown. The facility reported an infusion pump with a malfunction of constant alarm sound, which occurred in the intensive care unit (ICU). The event was reported to have occurred during patient therapy, where therapy was stopped. It is unknown if there was patient injury or medical intervention had been reported related to the device. The software version for this device is currently unknown. No additional information is available.

Event description:
The user received a questionable iga result for one patient sample. The initial result was 43.42 g/l with a data flag. The sample was automatically repeated by the analyzer and gave a repeat result of 0.42 g/l. Due to the difference in the results, the user repeated the sample with a manual dilution and received a result of 71.8 g/l. A result of 83 g/l with a data flag was generated from a 1:100 dilution and was reported outside the laboratory. The patient was not adversely affected. The iga reagent lot number was 630098.

Event description:
The transfer set separated from the titanium adapter unexpectedly at the patient's home after coming back from the hospital. This happened on the day the set had been changed. The set had been used for 1 day. There was no patient injury or medical intervention. The actual sample was available for evaluation.

Manufacturer narrative:
(B)(4). The device was received and evaluated at baxter. The reported condition constant alarm was confirmed and duplicated. The assignable cause was damaged uim pcb (user interface module printed circuit board). The uim pcb was replaced. The user interface module master software version (B)(4) categorized as unremediated.

Manufacturer narrative:
(B)(4). The evaluation results provided in the initial medwatch report, 6000001-2009-01329, and the follow-up medwatch report, 6000001-2009-01329 001, contradict. The evaluation results in the follow-up medwatch report, 6000001-2009-01329 001 are accurate.